Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found hp cable problematic, overlay ribbon corroded, base cracked , cover damaged and solenoid would not maintain pressure, repaired as required, tuned/calibrated and tested all functions. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
While the customer was using a g136 cavitron plus scaler, the insert tip was getting hot; no injury resulted.